Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient expired.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. The aortic neck diameter was 17.4 mm proximally and 26.3 mm distally with a length of 24 mm. The 25/13/166 endurant bifurcated stent graft was deployed below the left renal artery. Post deployment of the contralateral limb the physician noted a type ia endoleak. A 25mm cuff was deployed at the level of the left renal artery. It was reported that post balloon inflation with a reliant balloon a drop in blood pressure was noted and the angiogram showed a rupture was noted at the area of the left renal artery. The balloon was inflated outside the stent graft. A second aortic cuff was placed over the left renal artery. The patient¿s blood pressure was still unstable and the physician decided to perform open repair where the physician found the stent graft anchoring pin was through the ostium of the left renal artery and artery wall. The physician surgically fixed the ruptured anatomy and the stent grafts were left in place. The physician stated the cause of the type ia endoleak was the anchoring pin penetrating the renal artery. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant 3d images confirmed that the patient's proximal neck diameter measured 17.4mm just below the renal arteries and it was 24mm below the renal arteries flared out to 26mm. The neck was essentially straight without noticeable calcification. Images during the implant and event were not provided, and the cause of the events could not be determined from images provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction to date received by MFR of previous follow-up report (2953200-2014-02705): additional information was received by the manufacturer in dec-2014 (exact date of awareness is unknown). If information is provided in the future, a supplemental report will be issued.